Manufacturer narrative:
The information that provided in date of event with the initial report was incorrect. The correct information has been included with this report. The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that as per complaint notes the insulin pump did not alarm, when the customer's battery died and then customer's blood glucose level went.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The customer reported that they were not connected to the sensor. The battery died, the device did not alarm, and they were unable to get it reconnected. The customer had a high blood glucose incident and the pump rebooted. The device failed the audio test during the call. The customer had a blood glucose of 157 mg/dl. The device will be returned for analysis.